Event description:
It was reported that when the left ventricular lead was implanted, the patient's vessel condition was not ideal and implant was difficult. Subsequently, the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.